Event description:
It was reported that the patient had overheating of the implantable neurostimulator (ins) when the patient went to charge the last quarter of the ins. It was noted that the patient had never gotten a full charge. Additional information received reported there was no patient harm.

Manufacturer narrative:
Concomitant products: product ID a03888001, lot# unknown, product type recharger; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).